Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurement, measuring greater than 2000 ohms. In addition, noise with no oversensing was observed. Subsequently, the device was reprogrammed. At this time evidence suggests the ra lead remains implanted. No adverse patient effects were reported.